Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 545 (mg/dl). System check with tandem technical support indicated pump was performing as intended. Customer changed supplies and administered a correction bolus to stabilize bg levels.

Manufacturer narrative:
Functional testing could not be performed as the device was unable to recognize pc.